Event description:
The customer reported the system displayed an error code message thereby the table's movement failed to operate. No report of pt or staff injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The switch on the table accessory lock was replaced. The system was then found to be operating as intended.